Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to pulseless electrical activity (pea), arrest complicated by hypoxic respiratory failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pulseless electrical activity (pea) arrest, respiratory failure, and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (if)u, rev. C is currently available. This IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.